Event description:
It was reported that the battery estimate was lower than the previous device check. A review of remote transmissions showed capconfirm threshold tests have resulted in out of range measurements that caused a reduced longevity estimate. No intervention was made at this time. There were no adverse health consequences, the patient was stable.

Event description:
New information indicated that longevity was recalculated when the patient presented to the clinic and the device battery was monitored.